Event description:
In 2008, the lay user/pt contacted lifescan (lfs) alleging that one touch lancing device (minilancer) was broken/damaged. The complaint was classified based on the customer care advocate's (cca) documentation since the medical affairs specialist (mas) was unable to contact the pt to obtain add'l info. The mas mailed a letter to the pt on december 3, 2008 in an attempt to contact the pt for f/u questioning. The pt stated that the reported issue began the day prior to contacting lifescan at 8 pm. During that time, the lancing device reportedly had a damaged lancet holder. It is not known whether the pt was able to obtain any blood glucose readings during/after the reported issue. On the original date, at 2 am, the pt reportedly obtained a "low reading" (unk) on the dr's meter and was reported treated with food and/or drink. There is no evidence that the pt experienced any symptoms due to the reported issue. The reason for the dr's visit is not known. The pt's lancing device was replaced. Based on the provided info, this complaint is being reported because the pt reportedly rec'd treatment, which could be suggestive of a hypoglycemic episode after the reported issue began.

Manufacturer narrative:
Lifescan (lfs) has requested the return of the subject prod(s) for eval. If the prod(s) are returned, lfs will evaluate it/them and inform FDA of prod(s) that do not pass inspection in a supplemental report.